Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a patient who was implanted with a neurostimulator for spinal pain. They reported that when she was sitting on couch the night before the time of this report; the unit just quit and her stimulation just stopped. Patient states she uses her device all the time and never turns it off. Patient stated she saw a doctor icon on the remote. The patient performed troubleshooting with programmer and said end of service (eos). Patient would follow up with healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.